Manufacturer narrative:
This report is for an unknown distractor implants: curvilinear/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: humphries l., et al (2018) airway volume simulation in virtual mandibular distraction: a cohort study, plast. Reconstr. Surg. Volume 141, pages 1003-1007, (USA). This retrospective study as to determine the accuracy of virtual surgical planning in predicting post distraction airway volume changes in a larger cohort. A retrospective, single-surgeon review (2011 to 2016) included patients who had virtual surgical planning and preoperative/ postoperative polysomnographic studies. Eleven nonconsecutive patients (7 males, 4 females) with mean age at mdo procedure ± sd, mo 26.87 ± 45.20 with predictive airway calculations were included in the study. Patients underwent curvilinear internal mandibular distraction (synthes, paoli, pa.). The following complications were reported as follows: patient 8 underwent repeated mandibular distraction. Patients 7 underwent repeated mandibular distraction. Patient 1 had lower than pre-mandibular distraction osteogenesis airway volume. This patient had a soft palate/ uvula interposed between the tongue base and posterior pharyngeal wall (type 2 obstruction). Patient 6 had lower than pre¿mandibular distraction osteogenesis airway volume. This patient had a soft palate/ uvula interposed between the tongue base and posterior pharyngeal wall (type 2 obstruction). A case of a full-term african american boy with pierre robin sequence who underwent mandibular distraction osteogenesis at age (B)(6) weeks. Postoperative apnea-hypopnea index was 3.6, reflecting a 91.78 percent reduction in apnea-hypopnea index. The patient¿s course was complicated by superficial infection of the left cheek requiring incision and drainage and wound vacuum-assisted closure placement at approximately 2 weeks into the consolidation phase. This report is for an unknown synthes curvilinear internal mandibular distractor. This is report 4 of 5 for (B)(4).